Event description:
It was reported that the customer's insulin pump had fluid under the display. The customer explained that they were bathing and had believed the insulin pump was water tight. The customer stated there were no visible cracks on the insulin pump. The customer's blood glucose was 169 mg/dl. The customer was advised that their insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the liquid crystal display circuit board. No moisture damage was noted on the motor assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.